Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated pt's skin around stoma became red and sore and the stoma shrank. No additional info regarding pt outcome was noted.